Event description:
It was reported that this lead was explanted. The lead had been located in the left bundle branch (lbb) and dislodged and perforated the right ventricle. Another right ventricular (rv) lead was implanted. No additional adverse patient effects were reported. This product has not returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies other than blood or body fluid in the helix housing. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Perforation or pericardial effusion or cardiac tamponade are known risks associated with medical procedures involving implanted cardiac leads.

Event description:
It was reported that this lead was explanted. The lead had been located in the left bundle branch (lbb) and dislodged and perforated the right ventricle. Another right ventricular (rv) lead was implanted. No additional adverse patient effects were reported. This product has returned for analysis.